Event description:
Voluntary medwatch received states that patient's lead exhibited inappropriate shock due to noise oversensing, programming changes were made. There were no patient consequences.

Manufacturer narrative:
D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.